Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he believes the battery has depleted. The patient reported the implant does not like to turn off or on and that sometimes he is unable to turn it off at all. The patient reported that sometimes when he places the antenna directly over his implant, the implant will not turn on. The patient reported he tried replacing the patient programmer batteries and that he sometimes has to take out the batteries and put them back in to attempt to communicate with the implant and turn it off/on. The patient had an appointment with their healthcare provider on (B)(6) to have the implantable neurostimulator (ins) interrogated. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device has been turning on and off randomly. They stated that they tried turning the device on and off, and replacing the external device batteries, but the issue remained unresolved. It was noted that the ins was implanted in (B)(6) 2011, so the patient probably needs a new battery. The healthcare provider stated that they need to schedule an appointment with a manufacturing representative. The cause of the issue has not been determined at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) clarifying the statement that the patient believed their battery was depleted. It was reported that the rep spoke with the patient and their doctor and they stated that they did not see an eri (elective replacement indicator) message or an eos (end of service) message on the patient programmer. It was reported that the device was still working and the patient was still getting good pain relief. However, the patient did feel that their battery was getting low and that it wasn't responding as it once did, but they were able to turn the device on and off. It was reported that the patient would be seeing their doctor in early (B)(6) (2017) for a device evaluation and possibly a surgery scheduling for a replacement. It was reported that the cause of the patient¿s issues were not determined. The patient¿s weight was unknown as they had not been seen by their physician yet and the patient did not mention any weight loss. It was reported that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(4) 2017 by a consumer that the implantable neurostimulator (ins) was hard to turn on and off. The patient thought the ins was starting to get low and may need a replacement. This had started to occur in 2017. The patient had a health care provider (hcp) appointment scheduled for (B)(6). It was reported that the patient had a heart attack in (B)(6) 2017 and had complete renal failure in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation and battery have died. The patient considered this a sudden change in symptoms. They indicated that they have been speaking with a healthcare provider about scheduling a replacement for months. The patient stated that they started receiving notification that their ins was low since (B)(6) 2017. They mentioned that they have been trying to get a hold of a manufacturing representative but has not had success. Patient services sent communication to the field on behalf of the patient. No further complications were reported or anticipated.